Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Additional information received for implant date and explant date: implant date: on (B)(6) 2023. Explant date: on (B)(6) 2023. This is a follow up report for this additional information. Additional information received for concomitant product, adding 25306 product as concomitant product. This is a follow up report for this additional information.